Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient was found to have uterine leiomyoma ("reproductive system or disorder type: softball size fibroid"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding ((vaginal, menorrhagia)") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs/chrons"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding ((vaginal, menorrhagia), severe menstruation, heavy bleeding with clotting") and anaemia ("blood or heart disorder/condition type: anemia"). In 2017, the patient experienced hot flush ("hormonal changes describe: hot flashes/hot flashes") and autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's/other injury(ies) or complication (s) please describe: thyroiditis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), premature menopause ("hormonal changes describe: hot flashes, early signs of menopause/reproductive system disorder or condition type of disorder or condition: early onset of menopause") and crohn's disease ("gastrointestinal or digestive system condition type: ibs/chrons") and underwent gallbladder operation ("gallbladder"). The patient was treated with surgery (total laproscopic hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, hot flush, premature menopause, vaginal haemorrhage, autoimmune thyroiditis, irritable bowel syndrome, crohn's disease, uterine leiomyoma and gallbladder operation outcome was unknown and the menorrhagia, anaemia and fatigue had resolved. The reporter considered abdominal pain lower, anaemia, autoimmune thyroiditis, crohn's disease, fatigue, gallbladder operation, hot flush, irritable bowel syndrome, menorrhagia, premature menopause, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in explant date- (B)(6) 2010. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: fibroid and anemia. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs and mr received- new events fatigue and gallbladder surgery were added. Reporter information was added. Medical history and concomitant drug were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding ((vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding ((vaginal, menorrhagia), severe menstruation, heavy bleeding with clotting") and anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes/hot flashes"), premature menopause ("hormonal changes describe: hot flashes, early signs of menopause/reproductive system disorder or condition type of disorder or condition: early onset of menopause"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's/other injury(ies) or complication (s) please describe: thyroiditis"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs/chron's") and crohn's disease ("gastrointestinal or digestive system condition type: ibs/chron") and was found to have uterine leiomyoma ("reproductive system or disorder type: softball size fibroid"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, hot flush, premature menopause, vaginal haemorrhage, autoimmune thyroiditis, irritable bowel syndrome, crohn's disease and uterine leiomyoma outcome was unknown and the menorrhagia and anaemia had resolved. The reporter considered abdominal pain lower, anaemia, autoimmune thyroiditis, crohn's disease, hot flush, irritable bowel syndrome, menorrhagia, premature menopause, uterine leiomyoma and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 30-apr-2019: this case is valid case. Pfs received. Events per pfs: hormonal changes describe: hot flashes, early signs of menopause, abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), autoimmune disorder type of disorder: hashimoto's, reproductive system disorder or condition type of disorder or condition: early onset of menopause, blood or heart disorder/condition type: anemia, gastrointestinal or digestive system condition type: ibs/crohn's, other injury(ies) or complication (s) please describe: thyroiditis, hot flashes, anemia were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.